Event description:
It was reported that (B)(6) (1) 8015 pcu keypad were replaced because of unit would not power on or show that it was plugged into a power source. Tried battery first, and power cord to no success tried faceplate from a unit we have in the shop and it worked.there was no reported patient involvement.

Manufacturer narrative:
Inspection: the front case keypad (qty 1 printec p/n tc10010217) was received. The serial number was not written on the received keypad. The received keypad was inspected and was observed to be manufactured by bd. Log summary: n/a ¿ logs were not provided or deemed necessary for this investigation. Testing: maintenance keypad test: a keypad test was performed on the returned keypad using cad pcu test fixture # 10013973 (eq 111582). The keypad was installed on the test fixture, powered on and placed in maintenance mode. Keypads that fail to power on the cad pcu test fixture with the system on key had the test fixture keypad utilized to power on in maintenance mode for completion of keypad testing. Test results identified that the keypad received showed that the no plug in power light indicator and that the system on key did not function, all other keys functioning. Internal inspection: the front case/keypad assemblies was observed with sign of contamination where the flex cable meets the circuit layer and broken flex cable trace. Log analysis results: n/a ¿ no logs were provided. Test results: test results identified that the keypad received showed that the no plug in power light indicator and that the system on key did not function, all other keys were functioning. Test method information: n/a ¿ no test method is available for this issue. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. Electrical failure ¿ design. The customer reported complaint of pcu keypad would not power on was confirmed. Test results identified that certain keys were not functioning on the returned keypad. An internal inspection was performed. Each layer of the front cases was removed and inspected for anomalies. Signs of fluid ingress was visible on received keypad. Previous cad failure investigations have identified this issue associated with fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer. Becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. An extensive investigation for this issue has been previously performed and completed through fi dir #10000356329. Bd recommends during the cleaning process do not allow the cleaner to collect on the instrument and not to use an oversaturated cloth. Be sure to squeeze out excess liquid. There was no patient involvement (npi). H3 other text : only the keypad was returned.

Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that (B)(4) (1) 8015 pcu keypad were replaced because of unit would not power on or show that it was plugged into a power source. Tried battery first, and power cord to no success tried faceplate from a unit we have in the shop and it worked. There was no reported patient involvement.